Manufacturer narrative:
One cadd legacy 1 pump was received. The event log was reviewed and there was evidence of error 1720. Functional check and visual inspection were conducted on the pump. The reported "error code 1720" issue was confirmed. The pump was found to be displaying "1720" error code alarm message on power up during the investigation. The back up capacitor wire was found broken. The broken wire was re-soldered into place to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1720. The issue was discovered during testing and there was no patient involvement.